Event description:
Boston scientific crm received information that this chronic right ventricular (rv) lead displayed increasing threshold measurements and the patient experienced episodes of dizziness. The patient was hospitalized were intermittent loss of capture (loc) was confirmed via telemetry monitors. The pacemaker outputs were increased and after observation in the hospital, the patient was released. To date, no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.